Manufacturer narrative:
The insulin pump was received cracked reservoir tube lip, cracked battery tube threads, missing endcap sticker and cracked case near display window corners noted during visual inspection. The insulin pump had intermittent button response due to moisture damage on keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
He customer's friend reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 183 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.